Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests and got results of 62, 152 and 109 mg/dl. Tests were done fasting, within mins, using different fingersticks. There were no symptoms. Rptr did not have control solution for testing.